Manufacturer narrative:
(B)(4). Opened and unopened product was returned and was found to meet specifications. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the MFR process which related to the nature of the complaint. The root cause could not determined. (B)(4).

Event description:
A report of poor comfort, blurred vision, and difficult handling of a contact lens was received from an eye care professional. Additional info received on (B)(4) 2014 indicated the pt had a corneal transplant for keratoconus and was fit for soft lenses, one to two months later (in (B)(6) 2013). The pt opened a new lens for the right eye and described the texture of the contact lens as feeling like "chewing gum". After three days of trying to wear the lens, pain, burning, redness, and blurred vision were experienced. The lens was removed and the condition improved. Four days later, as a result of continuing pain, the pt visited an emergency room. The pt was admitted for two days due to the beginning rejection of the corneal graft. The ophthalmologist felt the rejection of the graft was related to contact lens wear. Dexafree (dexamethasone) 1 mg/ml, ocular drops were prescribed every hour, tapering to every two hours until on (B)(6) 2014. Sterdex cream (dexamethasone, oxytetracycline) was prescribed for use in the evening until (B)(6) 2014. The pt was instructed not to wear contact lenses and to consult the ophthalmologist who performed the graft. Info received on(B)(4) 2014 verified follow-up occurred on (B)(4) 2014. At that time, the issue had resolved and lens wear was able to resume.